Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found: due to a dent on switch 1, water tightness was lost. The connecting tube had coating peeling (1mm2 or more). Due to a dent on the distal end, water tightness was lost. The adhesive on the a-rubber had a chip. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. The indication on the grip was peeled. The universal cord had a dent and a scratch. The connecting tube had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera bronchovideoscope had an air leak from switch 1. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the connecting tube had coating peeling (1mm2 or more). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, physical stress was applied to the insertion section during user handling and caused the coating to peel. The event can be detected/prevented by following the instructions for use: 3.2 inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.